Manufacturer narrative:
Product complaint # ==> (B)(4). The cervical I/f standard 4 degree cage was returned to the complaint handling unit (chu). The exterior of the cage does not feature much damage. However, the first several rotations of the thread have been stripped from the wall of the port. This damage is uniform up until its terminus. There remains some intact thread farther along their path into the cage. Based on the evidence provided, the cage was inserted and the patient¿s anatomy was sufficient to hold it in place. The cage was not fully disengaged when then attempting to remove the inserter. Pulling the inserter with sufficient force appears to have resulted in the cage threads failing, resulting in the inserter tip being pulled through the remnants of the threads and out of the cage. A review of the device history record did not find any issues that could have cause or contributed to the reported event. This cage was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the damage to the cage cannot be determined from the sample and the information provided. A probable root cause was a high amount of force applied to the cage by the inserter while removing the inserter. This led to the thread failing due to stresses applied to it. As no issues could be identified in the manufacturing or release of this product. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was not possible to position the device on the cage installation because the thread is missing. The problem occurred during the intervention that ended using another device. There was no negative effect on the patient's health.